Event description:
Per the clinic, the patient sustained a blow to the head resulting in a loss of osseointegration and fixture loss. Reattachment of the abutment to the sleeper implant is planned, but has not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the sleeper fixture was accessed during surgery on (B)(6), 2010.correction: the correct catalog # is 90480, not 90430 as previously reported.device is not available for analysis.this report is filed (B)(4), 2011. Device not available for analysis.

Event description:
It was reported when the doctor was inserting the screw into the bone, it broke and the tip of the screw remained in the patient.